Event description:
A 59-yr-old female with a past surgical history of multiple procedures performed to the right hip. A revision of the right total hip was performed during 8/93. The pt presented with complaints of recurrent dislocation of the hip, which had spontaneously reduced. Clinical evaluation revealed loosening of the acetabular component. The pt was admitted to the hosp and underwent revision of the right acetabular component. Surgeon's operative report revealed a copius amount of yellow, cloudy fluid within the joint space. Examination of the cup revealed marked loosening and screws were found to be visible through the posterior aspect of the acetabular rim. A 60 mm psl co cup was chosen for permanent prosthetic replacement. Intraoperative cultures were positive for corynebacterium species, as well as light growth of coag negative staphylococcus.